Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-05142. The pt received his scs system on (B)(6) 2008 with two percutaneous leads (from different lots). It was reported that the pt's leads were explanted and replaced due to ineffective stimulation. No further info is available at this time.

Manufacturer narrative:
Results: the product was received incomplete. The lead was microscopically examined and no broken wires were observed. Functional testing could not be performed due to the lead being cut. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.